Event description:
It was reported that the insulin pump did not vibrate. It was noted that the anomaly persisted even after a battery change. Self test was performed and there was no vibration. No further information reported.

Manufacturer narrative:
Insulin pump received with no vibration during self-test due to broken wire on vibrator motor. Insulin pump received with cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.